Manufacturer narrative:
Received one ias12-100lpi in opened original packaging. Lot number was verified. Performed a visual inspection, the distal tip of the device is broken and the inside of the cannula is detached from the device. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be the use of excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was being used during a robot-assisted prostatectomy procedure on (B)(6) 2024, and ¿the air seal trocar broke, and both the inner and outer layers of the double structure fell into the body. The surgeon said that it shoud not have broken unless some kind of exessive force had been applied, but he had no idea when it happened. He also reported that he had been having difficulty removing the anchor ii bag that had been used to retrieve tissue fragments and was unsure whether this incident occurred during this procedure or another procedure. The assistant doctor also said he didn't know because it was unclear whether the device had come into contact with the da vinci arm.¿ the procedure was completed without the use of an alternate device. Follow-up assessment confirmed that all fragments were removed from the patient. There was a delay of "about 20 min", and there was no injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The anchor ii bag will be listed as a concomitant device; there are no allegations against it.

Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was being used during a robot-assisted prostatectomy procedure on (B)(6) 2024, and ¿the air seal trocar broke, and both the inner and outer layers of the double structure fell into the body. The surgeon said that it should not have broken unless some kind of excessive force had been applied, but he had no idea when it happened. He also reported that he had been having difficulty removing the anchor ii bag that had been used to retrieve tissue fragments and was unsure whether this incident occurred during this procedure or another procedure. The assistant doctor also said he didn't know because it was unclear whether the device had come into contact with the da vinci arm.¿. The procedure was completed without the use of an alternate device. Follow-up assessment confirmed that all fragments were removed from the patient. There was a delay of "about 20 min", and there was no injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The anchor ii bag will be listed as a concomitant device; there are no allegations against it.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.